Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.